Event description:
It was reported to philips that the operational check fails and the alarm goes off. There was no patient involvement. The field service engineer (fse) evaluated device and confirmed alarm issue. The device needs an ECG lead cable. Upon conclusion of the evaluation, it was determined that the ECG cable requires replacement. It was replaced the device passed testing and was put back into service.